Event description:
The surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
Surgical procedure, secondary. Lens vaulting, low. (B)(4).